Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient of an unknown age underwent revision breast augmentation with a unknown size unknown saline implant and was presented with left side breast implant deflation. As a result, the device was explanted on (B)(6) 2009. Follow-up are in progress for additional information including exact implant and explant dates. Supplemental report will be submitted when additional information is received.